Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) unit has a crack display. There was no patient involvement reported

Manufacturer narrative:
A getinge field service engineer (fse) had evaluated the unit and replaced top cover (0040-00-0457). The device passed all safety and functional tests and was cleared for customer use.